Event description:
It was reported that an unexpected reset occurred. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high." A correction bolus was delivered to treat bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.